Event description:
It was reported that, "pt had primary knee done elsewhere. Revised to triathlon ts. Pt presented with extension instability. Proceeded to modular rotating hinge. No other notes, info, x-rays per hosp protocol."

Manufacturer narrative:
The following other devices were listed in this report: tri ts baseplate size 3, cat# 5521-b-300, lot# zgso; tri cemented stem 12 mm x 100 mm, cat# 5560-s-212, lot# n4a83f; tri rm/ll tib aug sz3 10 mm, cat# 5546-a-302, lot# n3l61e; tib lm/rl tib aug sz3 10 mm, cat# 5546-a-301, lot# n3e17e; tri ts femur sz3 right, cat# 5512-f-302, lot# xyez; tri cemented stem 12 mm x 100 mm, cat# 5560-s-212, lot# n3w34h. It cannot be determined which, if any of these devices may have caused or contributed to the reported event. An eval of the reported devices cannot be performed as the devices were retained by the pt and were not returned to the MFR. Add'l info (including x-rays and medical records) was not made available per hosp protocol. If add'l info becomes available, the eval summary will be submitted in a supplemental report.